Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided image was reviewed. The provided image shows the complaint stent in the state as it was retrieved from the patient. The stent is severely deformed (i.e., elongated in its distal portion). Neither the delivery system nor the flowguide extension catheter is visible in the image. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the inner diameter of the 6f flowguide extension catheter is 0.056 inch (1.42 mm) and therefore fulfills the requirements specified in the orsiro mission IFU.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. A flowguide was used during procedure. There was a lot of friction when trying to go through the flowguide with the orsiro mission system, and the orsiro mission stent somewhere dislodged. The stent was withdrawn with a 2.0 balloon and was severely deformed. The manufacturer of the flowguide was informed about the event as well.